Event description:
Nurse tried to remove foley catheter and was unable to deflate balloon to remove catheter. Catheter removal was attempted three times unsuccessful. Patient had to go to or for foley catheter removal under general anesthesia.